Event description:
(B)(4). It was reported that post stenting treatment, the patient was hospitalized with chest pain. In (B)(6) 2008, the patient presented with unstable angina (braunwald classification iiib) and was referred for cardiac catheterization which revealed a 75% stenosed lesion in the mid left anterior descending artery (lad). The lesion was 10mm long with a reference vessel diameter of 2.50mm. It was treated with pre-dilation and the placement of 2.50 x 12mm perseus sv stent. Following post dilation, residual stenosis was 0 %. In (B)(6) 2011, the patient presented with the cardiac chest pain, cardiac catheterization was recommended, and the patient was referred for pci for the lesion distal to the 2.50 x 12mm perseus sv stent in the mid lad. Three days later, the lesion in the mid lad, just beyond the study stent, had instent restenosis and was treated with balloon angioplasty. A non-bsc stent was advanced but could not cross the proximal lad due to heavy calcification. The non-bsc stent was exchanged for a 2.25 x 8 mm taxus stent which also could not be advanced across the proximal lad. The taxus stent was then exchanged for a 2.25 x 8mm non-bsc stent which was unable to cross the proximal lad lesion. The culprit lesion was predilated with a 2.5 x 8mm apex balloon resulting in improved appearance of the lesion site. They tried again, multiple times, to deliver the 2.25 x 8mm taxus stent to the prox lad lesion but could not cross the lesion. They stopped the procedure "secondary to unable to again across the proximal heavily calcified proximal lad area." The residual stenosis at the site of culprit lesion was 30-40% with a timi 3 flow. At the end of the procedure, the proximal lad lesion had 30-40% residual stenosis just distal to the previously placed mid lad stent. The event was considered resolved without residual effect.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).